Event description:
The patient underwent bilateral nephrectomies for renal carcinoma. During the procedure, a quinton permcath was placed in the internal jugular vein for hemodialysis access. The patient was discharged on approximately a week and a half later and readmitted on the next day for treatment of generalized weakness. Dialysis was performed on the patient on a regular basis following placement of the quinton permcath. The patient was discharged a few days later. The county medical examiner contacted the patient's attending physician to notify them that the patient had expired due to exsanguination. In this interview with the patient's spouse, it is the recollection of the medical examiner that the patient's spouse explained to them that on the morning after discharge, the patient went into their bathroom at home. When returning to their bedroom, the spouse noticed that the patient was bleeding and called ems. The spouse reportedly left the patient to meet the ems at the door. When ems arrived, they found the patient collapsed on the floor. Ems transported the patient to the nearest hospital where they were pronounced dead. Reportedly, there was blood all over the house. A piece of the catheter had become detached and was found in the bathroom. During examination of the catheter by the medical examiner following autopsy, a piece of the catheter was found to be detached at the bifurcation of the ports. The medical examiner noted that at the time of the autopsy, the catheter was well sutured in place at the insertion site.